Event description:
Brakes were engaging but not holding. No injury reported.

Manufacturer narrative:
Stretcher in hall. Found problem with brakes not engaging properly. Bakes were engaging but not holding. Replaced old brake/steer assembly to resolve this issue.